Event description:
Upon follow up of related event, the non commissioned officer in charger (ncoic) reported a blood leak occurred on (B)(6) 2014. The machine alarmed blood leak and blood was seen in the outgoing dialysate line. According to the ncoic, the estimated blood loss (ebl) was 100ml and there was no medical intervention required. She stated a blood leak also occurred approximately 3 months prior with the same scenario, no medical intervention and ebl 100ml. The samples were discarded.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of the investigation.